Event description:
A nurse reported a fluid leak from the catheter extension set. Prophylactic vancomycin, gentamycin and ceftazidime were administered. The pt's effluent remained clear.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with a small hole in the tubing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification. Associated MDR's: 8030665-2013-00918 and 8030665-2013-00919.